Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 2022-01-21 investigation summary instrument sedi 40 15-42022 was returned to the manufacturer for service with respect to the reported defect ¿ qc out of range. The instrument was evaluated by visual examination and functional testing and it was observed that qc values were slightly out of range. A minimal adjustment was made. After repair the instrument passed all further quality checks. A device history review was not required.

Event description:
It was reported when using the bd sedi-40 there was a hardware/software malfunction with the esr instrument. The following information was provided by the initial reporter. The customer stated: the "quality control values were out of range."

Event description:
It was reported when using the bd sedi-40 there was a hardware/software malfunction with the esr instrument. The following information was provided by the initial reporter. The customer stated: the "quality control values were out of range."

Manufacturer narrative:
OEM manufacturer: the manufacturing location for this product is (B)(4). This site is an OEM manufacturing site. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.